Manufacturer narrative:
Product analysis: visual and microscopic examination of the distal tip of the instrument identified shaft fracture at the welded portion of the tip, consistent with bend stress overload.

Event description:
It was reported that patient with tumor in spine underwent kyphoplasty. Intra-op, the tip of the curette broke. No fragments of broken tip remained inside patient. No patient complications were reported. The surgery was completed with a new product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.